Event description:
During the investigation, it was clarified that it was the philips field service engineer (fse) who found the problem during preventive maintenance and opened a service work order to address it.

Event description:
The customer reported to philips, "it takes long to load." There was no reported patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
.